Manufacturer narrative:
The reported event of red heart alarms was confirmed. The sys controller was not able to run a pump and the sys monitor showed voltage reading at .5 volts. The sys controller did not recognize that the pump was connected in primary mode. However, the sys controller could run the pump without issue in backup mode. The sys controller was disconnected from the sys test loop to be investigated. After troubleshooting the main printed circuit board, it was discovered the component that monitors the motor current was found to be non-functional. A review of device history records for this sys controller showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt received red heart alarms while on the sys controller. The sys controller was exchanged and the event was resolved.